Event description:
It was reported by the patient that they have been unable to rest well at night, their heart rate is high and fluctuating and they have problems sleeping. At one time, the patient was seen at the hospital and a company representative came and made some programming changes to the device. The patient continues to work with the physician on correct programming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).